Manufacturer narrative:
Head and liner exchange. Washout for infection. All manufacturing process have been completed according to validated specifications. Therefor bioball system components are not estimated to have caused or contributed to the infection.

Event description:
Head and liner exchange. Washout for infection.